Event description:
It was reported the patient was going to have a lead revision the day of report. The lead had migrated "out," which the reporter believed to have occurred as a result of a fall. It was unknown when the fall had occurred. Six days later, it was reported the replacement had not been done yet. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report. (B)(6) 2013. No diagnostics. We have not done replacement yet.

Event description:
Additional information received reported that the battery was replaced and everything 'seemed ok.' The battery was at end of life.

Manufacturer narrative:
Product ID: 3093-28, lot# v099767, implanted: (B)(6) 2008, product type: lead; product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).